Event description:
The reporter contacted lfs on (B) (6) 2009 alleging missing readings on the pt's one touch ultralink meter. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the patient/reporter and sent a letter for the pt to contact lfs. The following information is based on the initial call when the reporter contacted lfs on (B) (6) 2009. The reporter mentioned that the pt was having an issue with the missing results in the meter memory. The pt first noticed the issue an unspecified time on (B) (6) 2009 and immediately after, reportedly began to shake. The pt then increased their dosage of insulin on their insulin pump. It is unknown what the pt's blood glucose reading was prior to developing the symptoms and why the pt increased their dosage of insulin. It would have also been helpful to know the pt's diabetes regimen. The pt did not seek any further medical attention or contact their physician for assistance. This is the first time the product is not being used. The pt denied any misuse of the product. Issue was not resolved over the phone. The meter was replaced. At this time, there is no evidence that the meter caused or contributed to an adverse event, since missing results in the meter memory cannot contribute to an adverse event. The pt was able to obtain a result and the meter was able to communicate to the pump. The complaint is being reported since the issue was not resolved over the phone.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.